Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was fully clip-deployed with all components in the appropriate post clip-deployment positions. The clip-firing mechanism was activated and there were clip tine marks on the carrier tube, indicating that the clip was loaded onto the carrier tube during manufacturing and fired off the device during use. The vessel locator wings were fully collapsed and the sheath was fully slit. There were no abnormal observations that could prevent the clip from being fired and delivered to the arterial surface to close the vessel. Based on the investigation findings, the reported device deployment failure could not be confirmed and a cause related to the device could not be determined. Contributing factors for the reported experience could include, but are not limited to, manufacturing, anatomical conditions, deployment technique and/or patient movements. The returned condition of the device indicated that it was properly deployed to fire the clip off the device during use as designed. There were no challenging anatomical conditions reported or information that suggested incorrect technique, or patient bodily movements during the procedure that could have contributed to the clip being fired off-target resulting in the inability to achieve hemostasis. No manufacturing or quality deficiency was detected as a result of this investigation. A query of the complaint handling database for this lot was performed and there does not appear to be any indication of a lot product quality deficiency. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that an unspecified physician attempted arteriotomy closure using a starclose se of an unspecified vessel after an unspecified procedure. Reportedly, the device failed to deploy. Manual compression was used to achieve hemostasis. There was no adverse patient sequela reported. Though requested, no additional information was provided.